Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, due to cardiopulmonary arrest, the pt was taken to the hospital, where several external defibrillator shocks were applied to resuscitate the pt. After treatment spontaneous rhythm returned to around 90bpm. Subsequent interrogation attempts of the subject pacemaker were unsuccessful, therefore, a temporary pacemaker was set. In the evening of the same day, the pt's condition worsened resulting in death. The physician commented that the pacemaker function was not related to the cause of the pt's death.